Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that during unpacking of the fox sv, as the protection sheath was removed, the whole balloon came off the system. There was not resistance removing the sheath. There was no patient involvement. There was no significant delay in procedure as a new fox sv was used successfully. No additional information was provided.